Event description:
Info received indicated that the bed would not work on battery power.

Manufacturer narrative:
Technician found that the bed would not work on battery power. Battery led was on. Replaced the battery to resolve this issue.